Event description:
It was reported that the patient previously implanted with a sling device underwent a surgical procedure to implant an artificial urinary sphincter (aus) for unspecified reasons. No patient complications were reported.

Event description:
It was reported that the patient previously implanted with a sling device underwent a surgical procedure to implant an artificial urinary sphincter (aus) for unspecified reasons. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported event could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation cannot be confirmed. Investigation conclusion: based on this investigation and all information available, without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Although surgical intervention was reported, no allegations related to the device were received. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was of the revision surgery.